Event description:
Consumer alleges erratic behavior from the power chair and joystick. When consumer allegedly tries to move forward it is uncertain if the chair will move at all or else it takes off quickly. Injury is alleged.

Manufacturer narrative:
RMA 859603826-l has been initiated for this issue. Model m61 pronto serial number/date code (B)(4) is approximately 5 months old. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.